Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there was oozing and bleeding. They were able to control the bleeding without sending the patient to surgery. The procedure outcome was fine, and the patient condition was fair. Additional information was received on april 13, 2018. The procedure performed was a carotid stent placement. An 8fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient does not have a history of a bleeding disorder. It was unknown if the patient was on daily blood thinning medication. Multiple sticks were not performed to gain arterial access. It was unknown if the posterior wall of the artery was punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient did have blood thinning medication, thrombolytics, or platelet aggregators during the procedure; medication were: aspirin, plavix, and heparin. Retroperitoneal bleeding and bleeding from the puncture site occurred. A CT test was performed to diagnose the bleeding. The footplate was removed from the common femoral artery during surgery. The estimated blood loss was unknown. Hemostasis was achieved by holding pressure and then ultimately surgery.